Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that 30 minutes after sealing was made in an esophagectomy/gastric tube procedure, oozing bleeding from stomach wall venous plexus occurred. The bleeding was controlled by ligation. No patient harm.